Event description:
It was reported that when the catheter was inserted intrathecally, there was friction noted during insertion. The catheter couldn¿t be explanted and the tip was cleaved; it remained intrathecally. A new catheter was inserted and positioned.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# unknown, implanted: (B)(6) 2011. Product type: catheter. (B)(4). (B)(6).

Manufacturer narrative:
(B)(4).